Event description:
It was reported that a patient with lumbar spinal canal stenosis underwent successful x-stop procedures at levels l3/l4 and l4/l5 on (B)(6) 2011. Reportedly at follow-up visit on (B)(6) 2011, radiographs revealed that the device at l4/l5 displaced posteriorly. The device was removed on (B)(6) 2011. The root of the spinous process tissue was resected and a new device was implanted deeply between the spinous processes at l4/l5. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.

Event description:
It was reported that a patient with lumbar spinal canal stenosis underwent a decompression procedure at levels l3/l4 and l4/l5 using interspinous spacers. The patient's hospitalization was prolonged due to implant migration at l4/5 and a re-implantation surgery. One year postoperatively, the patient complained of mild pain in the back, hip and legs (felt at least once a day). Approximately 40 months post-op, the patient reportedly "fell and felt a severe pain". Seven days later, the patient was emergently admitted to the hospital. X-ray and CT examinations did not confirm abnormality with implant positioning. A removal surgery for all the implants and decompression (laminectomy) was performed six days after admission into the hospital. As of the same day, the outcome was reported as ¿resolved.¿ no other additional treatment was given. The surgeon commented that the patient had been diagnosed with severe stenosis and external force of falling might have induced the pain.

Event description:
On (B)(6) 2011, x-ray and CT examination were performed because the patient complained of numbness and pain, showing inappropriate cage position. The event severity was severe because of implant re-insertion required. The event outcome was reported to be ¿resolved¿ on (B)(6) 2011 (i.e., date of surgery for re-insertion). The physician considered that the spacer migration was unrelated to the implant (due to the technical factor). The recurrence of pain was considered ¿unrelated" to the implant (due to the patient-specific factor). It was also reported that laminectomy was performed at l3 and l4. The physician could not judge the effectiveness of the decompression using interspinous spacers in this patient because the patient eventually developed a severe pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).